Event description:
A penile prosthesis extruded. Alpha I multicomponent (inflatable) penile prosthesis was explanted. Device usage probelm: device malfunction - that is, the device did not do what it was supposed to do.